Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and the biosense webster inc. (Bwi) product analysis lab (pal) observed perforation on the dilator tip. In the initial report, the manufacture address was erroneously reported as (B)(4). The correct address is(B)(4). Manufacturer name, city and state of this report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and the biosense webster inc. (Bwi) product analysis lab (pal) observed perforation on the dilator tip. Additional info was received on 5/2/2019, indicating the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and the biosense webster inc. (Bwi) product analysis lab (pal) observed perforation on the dilator tip. The investigational analysis completed 5/27/2019. Only the vessel dilator was returned for analysis. The mentioned needle on the complaint was not received. Component was unpacked to be evaluated. A puncture/cut condition was observed on the tip of the returned vessel dilator. No other damages or anomalies were noticed on the returned parts. The unit was placed under the microscope to obtain a magnified image of the punctured area. The edges of the puncture circumference presented evidence of elongations and frayed edges with a path direction from inside to the outside. These characteristics suggest the device was induced to stretching or pulling events with an unknown object in the direction from the inside to the outside, that exceeded the material yield strength, prior to the puncture. No other issues were noted during microscopic analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The puncture/cut observed could be related to the customer complaint. However this cannot be conclusively determined. The root cause of the damages observed cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and the biosense webster inc. (Bwi) product analysis lab (pal) observed perforation on the dilator tip. Initially an issue of the needle coming out to early was reported. No adverse patient consequences were reported. The issue of the needle coming out too early has been assessed as not reportable since the event description was unclear and it was believed to be a customer preference issue. Multiple attempts were made to obtain clarification to the event description. However, no further information has been made available. This event is being reported because on 3/21/2019, the bwi pal received the device for evaluation and found perforation on the dilator tip. The issue of the perforated dilator tip has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 3/21/219.